Event description:
Later, hcp reported capsular contracture baker grade IV. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b5, b6, d1, d2, d4, d.6a, d.6b, d9, h3, h4, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left implant was damaged and part of recall. Device was explanted and replaced with another manufacturer's device. Later, hcp reported capsular contracture baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left implant was damaged (rupture) and part of recall. Device remains implanted.

Event description:
Patient reported left side implant was damaged and part of recall. Healthcare professional later reported capsular contracture baker grade IV. Patient's representative additionally reported "sonographic left side discrete fluid accumulation". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, b3, b5, b6, d4, h4, h6.